Manufacturer narrative:
The product(s) are not available for analysis. A review of the mfg route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. In-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesions, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a mfg issue or device defect. Based on the available info, it is not possible to determine what clinical factors may have played a role; however, there are multiple pt, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis. Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product.

Event description:
The male pt was admitted for angiographic coronary evaluation, which revealed three lesions: a 20-30% stenosis in the proximal lad, a 50% stenosis in the mid-lcx, and a 70% stenosis in the ostium of the rca. The proximal lad was dilated to 12atm with 2.25x10mm balloon. Then a 2.5x18mm cypher select plus stent was deployed to 16atm. There was no residual stenosis and the pt was discharged in stable condition. The details regarding treatment of the other lesions, if any, are not available. Nineteen mos post index procedure the pt returned for follow-up angiography, which revealed a 90% in-stent restenosis of the cypher stent in the proximal lad. This was treated with revascularization. No additional info is available.